Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed pump stop and associated alarms, however, a specific cause could not be conclusively determined. The account submitted a log file for review. The submitted log file captured multiple pump stops and low-speed events, as well as associated alarms, throughout the log file on 28sep2022 at 14:04:55 through 14:06:46. Each of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The patient remains ongoing on heartmate ii lvas, serial number: (B)(4). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 18apr2017. The most recent revision of the heartmate ii instructions for use (IFU) is section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the patient leaned forward and the pump stopped for roughly 20 seconds on the new controller after controller exchange. Log files from the newly connected system controller only contained a few lines of data. The reported pump stop events were recorded during this history. During this event the patient was connected to a power module. This type of behavior has been linked to potential issues with the percutaneous lead. Related MFR# 2916596-2022-14229.